Manufacturer narrative:
On 23-feb-2025, the lot number of the device was verified to be 31723291l. With the lot number availability, the UDI number, expiration and manufacture dates have now been made available and populated into respective fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idv) ablation procedure with a thermocool smarttouch sf and the patient experienced a pericardial effusion that required pericardiocentesis. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system and an ablation cycle was performed, no force, magnetic, noise, temperature or impedance issues were found. Additionally, device was deflected and irrigated during the test and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. 0the instructions for use (IFU) states the following recommendations: when using the catheter with conventional systems (such as fluoroscopy or intracardiac echocardiography), with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 5-feb-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idv) ablation procedure with a thermocool smarttouch sf and the patient experienced a pericardial effusion that required pericardiocentesis. Post procedure while doing the final sweep with the soundstar catheter, a pericardial effusion was diagnosed. A pericardiocentesis was performed by the physician removing 450 cc's of fluid. It was reported that the heart was hypertrophic. The patient was stable and was transferred to intensive care unit (ICU) for observation and stayed overnight. Patient improved and fully recovered. The physician's opinion on the cause of the adverse event was that it might come from the right side of the heart, although he/she is not sure when it happened. It was reported that it could have been right ventricle (rv) coronary sinus or soundstar. No transseptal puncture was performed. Ablation was performed prior to the adverse event. Flow settings of the irrigated catheter was thermocool smarttouch sf 8ml /min if power less than 30w and 15cc/min if above 30 watts. No error messages observed on biosense webster equipment during the procedure.